Event description:
The distributor contacted animas on (B)(6) 2015 alleging the insulin pump experienced a non-specific insulin delivery issue. No further information was provided/available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged delivery issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2015 at 03:08 pm. The black box revealed delivery interruption due an unacknowledged warning (162) indicating loss of prime for a period of 7 hours on (B)(6) 2015. Several (163) warnings were observed as well indicating ¿no cartridge detected, delivery disabled¿. The total daily dose amounts add up to correctly reflect the user¿s programmed basal rate target. On investigation, the pump successfully performed ez-prime and was exercised for 24 hours without the occurrence of any errors, alarms or warnings. Investigation determined the pump was delivering accurately, within the required specifications without malfunction. Investigation was not able to duplicate the ¿issue with insulin delivery¿ complaint. Unrelated to the original complaint, upon removal of the pump cover, it was noted that the force sensor flex showed an intermittent condition due to a cracked trace around the pin.